Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five months after the patient¿s new implantable cardioverter defibrillator (ICD) was implanted the ICD system was explanted due to a pocket infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a new implantable cardioverter defibrillator (ICD) system has been implanted.